Event description:
It was reported that patient failed to charge the ipg as recommended and the ipg was deemed inoperable. Patient had also reported ineffective therapy. During surgery intervention on (B)(6) 2025, it was noticed that the leads had migrated. As a result, the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.